Event description:
Some syringes found in this lot have specs of ink along the body of the syringe so that it looks like there are particles/debris in the drug after being drawn into the syringe. The ink spots can be seen before any drug is drawn into the syringe. It is unknown whether the ink is on the inside or the outside of the syringe.